Event description:
The reporter stated that the surgeon was advancing a eyeonics lens in a msi-pf and mtc-60cfp cartridge and he noticed the lens began twisting in the injector. No pt contact.

Manufacturer narrative:
No consequences or impact to pt, lens twisting in cartridge, evaluation: results: a lot number search was performed for the injector and cartridge for similar complaints within the search and there were no similar complaints for the cartridge lot number and four similar complaints for the injector lot number.